Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The rep performed system checkout after each reboot 4 times and could not replicate the issue. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system is stuck in "initializing please wait." They have tried rebooting the system and rebooting the system with the umbilical cable disconnected with no resolution. There was no patient present when this issue was identified.